Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Patient code (B)(4) used to capture no patient involvement. Part 359.219, lot 9452147: manufacturing location: (B)(4). Release to warehouse date: september 02, 2015. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product investigation was completed: per the technique guide, the inserter for titanium elastic nails (359.219) is used with a hammer guide and locking slide hammer for insertion of titanium elastic nails (ten) and stainless steel elastic nails (sten). The inserter is also used in end cap insertion and removal. The returned inserter was examined upon receipt and the complaint condition was able to be confirmed as the blue handle was found to be broken near the proximal end. Additionally, witness marks consistent with impaction were noted on the handle. The complaint condition was unable to be replicated due to post-manufacturing damage. No definitive root cause was able to be determined however, based on the witness marks; it is likely that the complaint condition is a result of errant hammer blows. A review of the current design drawing and the drawing revision at the time of manufacture was performed. The handle design was modified to improve impact resistance to hammer strikes and material was changed from ppsu blue-301 to pom-c blue-502. This device was manufactured prior to the design/material changes. No dimensional analysis is applicable due to post-manufacturing damage. During the investigation no discrepancies were observed that may have contributed to the complaint condition. Review of the device history records, including material review, showed that there were no material review reports, non-conformance reports or issues identified during the manufacture of the products that would contribute to this complaint condition. No hardness review was possible as the handle material does not have a hardness specification. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the blue grip is cracked on two inserters for titanium (ti) elastic nails. Noticed in sterile processing. No procedure involvement. The age of the devices is unknown. When the devices were being investigated by the manufacturer, it was noted that the blue handle was found to be broken near the proximal end. This is report 2 of 2 for (B)(4).